Event description:
It was reported that a patient, underwent an atrial fibrillation (afib) procedure with an ez steer thermocool sf navigational catheter and suffered a cardiac tamponade, which required a pericardiocentesis. The patient¿s medical history is unknown. Approximately three hours into a redo persistent af ablation, while completing a mitral isthmus line, a steady drop in the patient¿s blood pressure was noted. An echocardiogram revealed a significant pericardial effusion/tamponade. This had to be drained by a pericardiocentesis but took a while for the active bleeding to stop. The patient required hospitalization. No further information is known regarding the patient status. The physician did not think that there was any fault with the products which caused the event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent an atrial fibrillation (afib) procedure with an ez steer thermocool sf navigational catheter and suffered a cardiac tamponade, which required a pericardiocentesis. The patient¿s medical history is unknown. Approximately three hours into a redo persistent af ablation, while completing a mitral isthmus line, a steady drop in the patient¿s blood pressure was noted. An echocardiogram revealed a significant pericardial effusion/tamponade. This had to be drained by a pericardiocentesis but took a while for the active bleeding to stop. The patient required hospitalization. No further information is known regarding the patient status. The physician did not think that there was any fault with the products which caused the event. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion/tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Lot number reported is 16085284l. (B)(4).